Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. (B)(4) pertains to ins ((B)(4)). (B)(4) pertains to extension ((B)(4)) and extension ((B)(4)). (B)(4) pertains to ins ((B)(4)). (B)(4) pertains to extension ((B)(4)) and extension ((B)(4)). Evaluation code pertains to ins ((B)(4)), extension ((B)(4)) and extension ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a healthcare professional (hcp) stimulation sensation along the extension site only stimulation was on. The issue started (B)(6) 2016. The hcp reported impedances on the left side are good, but on the right side 0<(>&<)>1 was 32 ohms, 0<(>&<)>2 33 ohms, 1 <(>&<)>2 was 33 ohms. The patient was programmed on 0<(>&<)>3 it was 742 ohms. It was also noted right side impedances were 0 <(>&<)>1 2774 ohms, 0<(>&<)>2 3488 ohms and 1<(>&<)>2 1449 ohms. It was noted on (B)(6) the patient's neurosurgeon replaced the implantable neurostimulator (ins) and extension. The lead configuration was switched, left to right and vice versa. The patient is implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.